Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate shock therapy for what appears to be electromagnetic interference (emi) at home. Another episode was also recorded with emi. They will continue monitoring the patient. The ICD remains in service at this time. No additional adverse patient effects were reported.